Manufacturer narrative:
(B)(4).

Event description:
It was reported that low pacing lead impedance was observed upon initial implant. The lead was detached from the device. Pacing impedance values were back to normal range when the lead was attached to a new device. The patient was stable post procedure.

Manufacturer narrative:
The reported field event of low pacing impedance was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the hybrid was noted. The cause of the field event was the anomalous component on the hybrid.